Event description:
After surgeon began using the epitome bovie, the other surgeon noticed a crack in the white plastic portion of the bovie tip. The tip broke off and landed on the drape. The surgical tech removed it from the patient drape and placed it in the needle count book. The broken bovie portion and the remaining part of the bovie tip were reconciled and put in a specimen bag to be returned to materials management. No patient harm.